Event description:
The manufacturer received information alleging an "out of order" occurred while the device was in patient use. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an "out of order" occurred while the device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at third-party service center, no errors were found. No repair was performed. Additionally, not related the device's machine flow sensor and system board are contaminated and need to be replaced. The air foam inlet filter will be replaced due to preventive maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported information alleging an "out of order" occurred while the device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at third-party service center, no errors were found. No repair was performed. Additionally, not related the device's machine flow sensor and system board are contaminated and need to be replaced. The air foam inlet filter will be replaced due to preventive maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The device was further evaluated at a third-party service center. During the evaluation critical errors were discovered. The technician documented that the root cause of the errors was due to a defective (pca) board. The technician recommended replacing the system board to address the issue. Additionally, the machine flow sensor and system pca tubing are contaminated and need to be replaced. The air foam inlet filter will be replaced due to preventive maintenance. The coding in box: h has been updated to reflect the new information.